Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock and throughout the tubing. Reportedly, the supplies were on the 4th day of use. The user's blood glucose (bg) level ranged from 185 mg/dl to 262 mg/dl. The user addressed bg level with a bolus and by walking. Reportedly, the user would change the supplies.